Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported (via FDA medwatch 5074485) that a female patient of unknown age who underwent reconstruction with a mentor gel implant on (B)(6) 2005 reported rupture and illness post implant requiring disability. The patient underwent explantation on (B)(6) 2010. No other case details were provided.